Event description:
It was reported that during a subintimal recannulization procedure a balloon rupture occurred. An offroad re-entry catheter was used. It was reported that the balloon ruptured. The physician felt the microcatheter may have passed through the balloon. No patient complication has been reported and the patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR: the balloon material of the off road positioning balloon catheter was deflated. A visual and tactile examination of the shaft of the device found no anomalies. An attempt made to inflate the balloon material to its rated burst pressure failed due to a leak noted coming from the distal end of the balloon. The examination of the micro-catheter noted that the distal tip was bent and that the coating was slightly damaged at its distal end. A closer examination of the balloon catheter noted that the inner lumen had been pierced through into the balloon material causing the leak. It can be determined that the lancet tip on the micro catheter had pierced the inner lumen and balloon material of the balloon catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. From the information available the device was not used per the dfu as the physician bent the tip of the micro-catheter to aid re-entry of the device. The dfu states that "damage may result from kinking, stretching, or forcefully wiping either catheter. Care should be used when handling". The most probable root cause is user error. (B)(4).

Event description:
It was reported that during a subintimal recannulization procedure a balloon rupture occurred. An offroad re-entry catheter was used. It was reported that the balloon ruptured. The physician felt the microcatheter may have passed through the balloon. No patient complication has been reported and the patient condition was stable.

Manufacturer narrative:
(B)(4)